Event description:
It was reported that the user experienced pairing failures between the dexcom g7 continuous glucose monitor (cgm) and the ilet bionic pancreas, with one sensor not working and a second new sensor failing to pair until guided steps were taken to toggle sensor settings and re-enter a new sensor code; the issue was characterized as intermittent communication failure involving the antenna/electrical-magnetic components. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. User support included communication and analysis of information provided by the user. Investigation of this case revealed an interoperability problem between the cgm and pump consistent with intermittent communication failure and involvement of the antenna component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.